Event description:
End user was performing a cryosurgery procedure on a patient. After freezing occurred, the doctor let go of the trigger, and the cryosurgery tip remained stuck to the patient's cervix. They waited, and still it did not detach. They tried pulling, and it still did not detach. It was hurting the patient, so they decided to pour vinegar on the cryo tip to attempt to unglue the tissue from the cryo gun. This hurt the patient. I then inquired about their regular procedure protocol to get more information about the event with the lm-900. It happened twice, but these two incidents were the first times this had happened to them. Lm-900 n20 ce cryosurg sy e-complaint-(B)(4).

Manufacturer narrative:
Investigation no sample returned review DHR. Distribution history: this complaint unit was manufactured at csi on 7/11/2014 under wo (B)(4) and shipped on 5/7/2015. Manufacturing record review: DHR 166168 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: visual examination of the complaint unit was not possible as the unit was not returned. Functional evaluation: complaint unit was not functionally evaluated as the unit was not returned. Root cause: the root cause for this complaint condition is being attributed to end user error and wear and tear. Specifically, on the cryotips that are used with the device. The console and trigger assembly is not considered a contributing factor for this complaint. The customer confirmed the tips were autoclaved and no plugs were used on the tips. Autoclaving is not a recommended practice for sterilizing the tips. Tips that are not plugged at the opening take up the liquid (steam form) and not all of it can be cleared out afterwards. Autoclaving (not recommended) will readily supply moisture into the tips where it can get trapped. When the tip is connected to a device the gas flow can freeze remnants of this moisture internally and can prevent proper defrost function. The above finding is based on correspondence between the local rep, csi and the customer. Corrective actions the customer was made aware autoclaving is not recommended for use on the cryotips and plugs must be used when the tips are sterilized per the recommended processes. Seeing the issue centered on the sterilization of the tips the customer declined to return the unit for evaluation and will follow the recommended sterilization technique(s) for the tips. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
E-complaint-(B)(4). Incident report : end user was performing a cryosurgery procedure on a patient. After freezing occurred, the doctor let go of the trigger, and the cryosurgery tip remained stuck to the patient's cervix. They waited, and still it did not detach. They tried pulling, and it still did not detach. It was hurting the patient, so they decided to pour vinegar on the cryo tip to attempt to unglue the tissue from the cryo gun. This hurt the patient. I then inquired about their regular procedure protocol to get more information about the event with the lm-900. It happened twice, but these two incidents were the first times this had happened to them. 1216677-2020-00216 lm-900 n2o ce cryosurg sy 50501 e-complaint-(B)(4).